Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was duplicated and the digital board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The digital board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty integrated circuit on digital board. The board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.